Event description:
The pt presented with dyspnea, orthopnea, dizziness and syncope. A tee revealed valvular stenosis and an elevated gradient. The stenosis was predominant with central regurgitation. The valve was removed and replaced with a 21 mm sjm mechanical valve.